Event description:
Reference number (B)(4). Event occurred in the united states. On 10-june-2024, it was reported by the patient that three infusion sets fell off during use. Infusion set was in use for 1 - 2 days. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 3 of 3.